Manufacturer narrative:
The most likely cause for the discrepancy observed was the sample having a low viral load, either from a patient with a low titer or from lab pre-analytic cross-contamination. Samples near or below the limit of detection (lod) of the test may generate wavering results on repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated positive results for sars-cov-2 and influenza b. The same sample was retested on a different cobas liat which yielded a negative result for all targets. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.